Event description:
Reported that the skin stapler jams and dispenses multiple staples at a time. This particular one got stuck in the patient's scalp and had to be removed by unusual methods. This has happened several times with multiple users - it is not believed to be a specific user error. FDA safety report ID# (B)(4).